Event description:
It was reported that during left vertebral artery (va) dissection aneurysm procedure, the operator deployed the stent at the target lesion and used a guidewire to help the subject stent to better attach to the vessel wall. However, the subject stent migrated and was not able to cover the neck of the aneurysm. Additional stent was placed at the target site and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device were a microcatheter and a guidewire. The operator used the guidewire to message the stent to help it to better attach to the vessel wall is a normal manipulation to the flow diverter stent to make it better attach the wall. A microcatheter was used to advance the flow diverter, access was through femoral. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance encountered during the flow diverter deployment. A balloon was not used to fully open the flow diverter. The patient was put on normal medication before the procedure: aspirin and clopidogrel. There were no changes noted to the vessel wall at implantation site. The preoperative type, shape, and size of the intracranial aneurysm was left vertebral artery (va) dissection sacculated aneurysm sized about 8mm*8mm. The size of the flow diverter was appropriate for treatment site. There were changes observed in the size or shape of the aneurysm during follow-up. The percentage stenosis present was 0-25%. There was no medical intervention done to cater for the stenosis. It is most probable the massaging of the stent using the guidewire caused the stent migration. An assignable cause of procedural factors will be assigned to the as reported event ¿stent dislodged/migrated¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left vertebral artery (va) dissection aneurysm procedure, the operator deployed the stent at the target lesion and used a guidewire to help the subject stent to better attach to the vessel wall. However, the subject stent migrated and was not able to cover the neck of the aneurysm. Additional stent was placed at the target site and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.